Event description:
Product: dexcom stelo cgm state that: faulty cgm sensors were not replaced. Payment options falsely advertised. No support escalation available. Possible health risk due to unreliable monitoring. All data recorded in the stelo app and applehealth.